Manufacturer narrative:
Product event summary: the device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated pacing capture threshold in the right ventricle was rising slightly. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: micra. Model #: mc1vr01-delsys / expiration date: 14-jan-2021 / serial#: (B)(4). UDI #: (B)(4). Device available for evaluation: no. Dev rtn to MFR? No. Mfg date: 16-jul-2019. Labeled for single use: yes. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure of leadless implantable pulse generator (ipg) was found to be "turned off". It was also reported that the push and pull test and gooseneck on the delivery system may not have been adequate during the procedure. It was also reported that the ipg exhibited rising thresholds. A thoracotomy was carried out to remove the ipg and a transvenous pacing system was implanted. No patient complications have been reported as a result of this event.